Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to adjust the collimater potentiometer and gear. Adjustments completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 6800 system went dark. There was no report of pt injury.